Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The set screw was found in the connector bore.

Event description:
It was reported that the physician was unable to anchor the ventricular set screw of the implantable pulse generator (ipg). A different device was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.